Manufacturer narrative:
Medwatch sent to FDA on 10/20/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of migration as follows: post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that after injection in the cheek with juvederm voluma xc, the product migrated from the cheek to under eye. It is unspecified if any treatment has been provided.

Event description:
Further follow-up with the healthcare professional revealed that patient symptoms resolved ten months after the initial injection.